Manufacturer narrative:
The referenced previous pump exchanges have been reported under medwatch MFR report# 2916596-2015-01359, medwatch MFR report# 2916596-2015-02023, medwatch MDR report# 2916596-2016-00100. On (B)(6) 2015, the patient was implanted with another manufacturers device. In approximately (B)(6) 2016, the patient underwent a pump exchange and received a 2nd pump from the other manufacturers device. On (B)(6) 2017, the patient underwent an explant and was implanted with the heartmate ii lvad. (B)(4). Approximate age of device - 125 days. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 for elevated lactate dehydrogenase of >1,500 u/l. The patient underwent a 6th pump exchange on (B)(6) 2017 due to thrombosis, and is now implanted with the 7th pump. The last lvad exchange was (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The device was returned assembled with the percutaneous lead (driveline) cut approximately 1.5¿ from the pump housing; an 11.75¿ section of the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup and inlet bearing ball, obstructing greater than 50 percent of the blood flow path. The thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. The deposition was not adhered to the blood-contacting surfaces and did not show any evidence of lamination. The origin of this deposition could not be determined; however, its areas of denaturation suggest that it was present while the device was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formations and depositions; however, they could have contributed to the reported elevated lactate dehydrogenase. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use list thrombus as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.